Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account in storage. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found a bad steer caster and brake caster. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the steer caster and brake caster to resolve the issue. Based on this information, no further action is required.